Manufacturer narrative:
Device evaluation by field engineer: the field engineer examined the device and found an issue with the drag brake. The field engineer replaced the drag brake with an electromagnetic brake, and tested functionality. The system is functioning properly and meets all manufacturer specifications.

Manufacturer narrative:
H.6 component code: switch/relay.

Event description:
It was reported that on august 14, when the radiologist pressed the c-arm motion request of the selenia dimension, the movement was slightly in the opposite direction than what was requested. No additional information available.

Manufacturer narrative:
On 8/14/2024, a 3dimensions (serial number (B)(6)) was reported to turn off when moving the c-arm with error code vta 29:34. The user pressed a c-arm up button, the system detected movement in the opposite direction (down). There was no alleged health consequence or impact on the patient or user. The distributor requested an upgrade to the newer electromagnetic brake to replace the existing drag clutch. There have been no reports of this incident. Pmqa inquired about the part; however, it was unable to be returned. The drag clutch was 287 days old from the date of system manufacture to the date of the incident. Error code vta 29:34 indicates either upward vertical motion failing to occur when the c-arm up button is pressed (stalled movement) or downward movement when the c-arm up button is pressed (uncommanded movement). The system powers off when uncommanded movement is detected as a safety feature. A follow-up response described that the system worked to specifications with the electromagnetic brake installed. A review of complaint history shows that there were no prior complaints related to uncontrolled motion on this system. Additionally, a review of the device history showed that the behavior did not recur since this complaint. The root cause is unknown. The probable cause is that the motor clutch malfunctioned. Conclusion: in summary, the root cause is unknown, and the probable cause is a malfunctioned drag brake. The system powered off when uncommanded movement was detected as a safety feature. A CAPA is not required for this incident as there was no alleged impact to patient or user and because the risk index is considered acceptable. This behavior will continue to be monitor and tracked in the future. Complaint confirmed: no. Device history record (DHR) review: UDI: (B)(4), sku: 3dm-sys-intl3d, serial number: (B)(6), date of manufacture: 11/1/2023, shipped date (to distributor): 11/16/2023, incident date: (B)(6) 2024, date of part manufacture: unknown ¿ lot information was not available. DHR review: because the drag brake was an original part. The DHR was reviewed. There were no discrepancies in the DHR related to this behavior. The c-arm is also raised multiple times during production¿s final inspection; there were no errors noted in the DHR from testing.